Manufacturer narrative:
The suspected 10 mm tip/ 1.65 mm catheter instrument was returned for evaluation. It was confirmed the tip of the fiber was charred.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device UDI not provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation instrument that was used in a laser ablation procedure. It was reported that after a clinical case, they went to remove the cooling catheter tip from the navigation system and noticed that it was charred. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.